Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23nov2020.

Event description:
It was reported to philips that the device had a low leak carbon dioxide rebreathing risk alarm. The device was reported to have been in testing while being set-up for use and there was standby ventilator. There was no delay in therapy and no patient harm.

Manufacturer narrative:
G4:28jan2021. B4:28jan2021. The customer evaluated the device with assistance from a philips remote service engineer (rse), and it was determined that the flow sensor needed to be replaced to return the device to working condition. The customer¿s bio-med replaced the flow sensor to resolve the issue and bring the device back to functionality. The part has not been received, but a similar evaluation was performed for the faulty flow sensor assembly. It was determined that the root cause was identified to be the component u1 designator on the o2 or airflow sensor printed circuit board assembly (pcba). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.